Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. No additional information was provided with regard to the pump model, serial number or the nature of the alleged failure. If additional information becomes available, a supplemental report will be submitted. Full name of event site: (B)(6) hospital.

Event description:
Pursuant to mfg report number 2249723-2019-00551, getinge also received a letter from patient's spouse on 19-mar-2019 containing the following information: "while my husband was in the ICU, of course, we became friendly with the other two patients also using the maquet intra aortic balloon pump (iabp). We found out that among the 3 patients, your pump failed 11 times." The iabp pump model and serial number is unknown at this time. The complainant referenced that among 3 patients, there was discussion of pump failures. This complaint report is for the first of the two additional patient-related complaint events referenced in the conversation the complainant had in the waiting room. No adverse event was reported. Note that the primary complaint event was previously reported under mfg report number 2249723-2019-00551.